Event description:
The patient received great pain relief for approximately 3 months. She began hurting in the back area which resulted in her device being reprogrammed several times with good results. Approximately 1 month ago the patient experienced a burning sensation at the ins site when the device was on or off. The physician palpitated and examined the ins site. It was unclear what was causing the discomfort. The physician offered to change the location of the ins but the patient requested explant of the device. The patient recovered without sequela. It was noted that the patient began hurting in other places and could not capture the stimulation for long. The patient was going to have an intrathecal drug delivery pump implanted.

Manufacturer narrative:
Final device analysis for the ins revealed no significant anomalies. It was functioning okay.

Manufacturer narrative:
Lead: model 3776, lot# v641680001, implanted: (B)(6) 2011; lead: model 3776, lot# v639251035, implanted: (B)(6) 2011; adaptor: model 3550, lot# n267877, implanted (B)(6) 2011; recharger: model 37752, lot# nka149587n; programmer: model 37743, lot# nke156641n. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.